Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient¿s battery was ¿all the way down¿ and they ¿lost the settings¿. The patient stated their battery was ¿down¿ and had been ¿down¿ for 1-2 months. The device has not been beneficial for the patient because once it runs down there are times they can feel it and times they cannot. They charged their implant on 2014 (B)(6) because they ¿lost their settings¿. The patient noted that it was always hard for them to charge their stimulator because the implant is ¿all the way back¿ and hard for them to reach because, they are partially paralyzed in their arm. When the patient placed the patient programmer over the implant and hit the sync button they saw to the poor communication screen and when they did the same with their implantable neurostimulator recharger (insr) they saw the reposition antenna screen. The patient noted this was the second time this has happened. The patient wanted their device removed. The patient had been unable to contact their manufacturer representative and was advised to seek out their health care provider (hcp). No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) had been dead for about a year and the patient was not feeling stimulation. The last time the patient had stimulation was part of last may. It was noted they tried to charge last back during summer and tried for about one to two hours. The device was discharged. The patient reported they had been discharged two to three times but now they couldn¿t get it charged up again and they had to have help to do it. The patient¿s wife worked during the day but they were wondering how long it would take to get it back up. The device was implanted too far to the back for him to be able to lay down to charge the device which was why he needed someone to help; usually his wife. The patient stated it was too far to the back and wondered if anything could be done for this. It was noted the patient had short term memory loss so a lot of times he didn¿t understand what was said or how to translate it into words. The patient spoke with the manufacturer¿s representative (rep) and tried to reset but didn¿t remember when this happened. Troubleshooting was limited due to the patient not having any equipment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.